Manufacturer narrative:
Corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of dim green leds and a cracked black power lead on the system controller was not confirmed. It was reported that the system controller was exchanged. The system controller was not returned for evaluation. Multiple requests for additional information were made to determined if the system controller would be returned; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged on (B)(6) 2024 for dim green lights and cracked black power lead proximal to the system controller. Afterwards, the patient had a driveline issue. While their system controller latch was closed, the driveline 'came out' of the system controller. The patient came in on (B)(6) 2024 because they had found a lone 'pin' in their consolidated bag by their black lead on saturday. Their power module had been alarming so when they were checking on things they noticed the pin. In regards to the power module, the emergency backup battery was removed and the alarm resolved. In clinic, the provider was moving the patient's system controller out of the clip of their consolidated bag to look at their pins. The provider pulled upwards on the system controller (not the percutaneous lead) and their hand hit the percutaneous lead and the red heart alert came on immediately. The provider pushed the system controller back downward and the red heart went away. It was noted that the latch was closed and the red button was not visible. They could not find any "missing" pin in any of the equipment. Everything was checked besides the backup clips and the patient's percutaneous lead. Log files captured the system controller exchange on (B)(6) 2024 at 14:12. On (B)(6) 2024 at 14:02 it was noted that the pump speed was zero with no noted driveline disconnects.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.